Manufacturer narrative:
The following fields have been updated due to additional information: after further evaluation of the complaint, it has been determined that the previously submitted report MDR # 9168991 was sent in error. Complaint captured under report MDR# 9230572 MFR#9616656-2023-01181. MFR#: 9616656-2023-01157 is void as a result.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. Report 2 of 2. The following was received from the initial reporter: consumer reported during the flow check of last 2 boxes 320122 found 10-15 pen needles each box that clogged. Informed caller of proper non patient end placement. Verbatim: consumer reported during the flow check of last 2 boxes 320122 found 10-15 pen needles each box that clogged. Informed caller of proper non patient end placement. Dc lot # unknown - first box; lot # 3017796 current box ; catalog# 320122 = 2 boxes. Follow up from the verbatim = lot # unknown - first box; lot # 3017796 current box; catalog# 320122 = 2 boxes; date of event unknown; sample status discard. Hoping this helps dc; date of event unknown; sample status discard.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. Report 2 of 2. The following was received from the initial reporter: consumer reported during the flow check of last 2 boxes 320122 found 10-15 pen needles each box that clogged. Informed caller of proper non patient end placement.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.